Manufacturer narrative:
(B)(4). Follow up information was received that approximately fourteen to sixteen days after hospitalization for the peritonitis event, the patient was discharged. On an unreported date, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by pain and cloudy effluent. It was reported that the patient had "very strong work in garden in recent days" and that may have possibly been related but stated the cause of peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with biotum and tarfazolin antibiotics (doses, frequencies, duration and route of administration were not reported). On an unreported date the patient was discharged from the hospital and was recovered from this peritonitis event. Action with pd therapy was not reported. No additional information is available.